Event description:
Olympus medical systems corp (omsc) was informed that the doctor carried out polypectomy on a patient using an electrosurgical unit and this device. After the procedure, the patient recovered but then suffered a bowel perforation in recovery. The patient transferred to another hospital for surgery. Reportedly, the patient is ok.

Manufacturer narrative:
The subject snare was discarded by the user facility and was not returned to omsc for investigation. The exact cause of the user's experience could not be conclusively determined. Our technical service in (B)(4) evaluated the electrosurgical unit but no fault was found. Thus, omsc considers that this event attributed to user handling or a complication. The device instruction manual has warned users "the snare loop of (B)(4) is made out of a stiffer wire than previous models, allowing it to be pressed against the mucosa to snare tissue deeper than before. However, the operator must take extreme care when using this snare loop, as the stiffer wire may cause patient injury, such as punctures." "When applying the current, do not use an excessive amount of conduction. Doing so could cause patient injury such as perforations and/or bleeding. When necessary, provide treatments to prevent perforations or bleeding from occurring after the procedure. Ensure that postoperative follow-ups are performed, and confirm that no abnormalities are found in the patient." A supplemental report will be submitted, if additional and significant information becomes available at a later time. This report is being submitted as a medical device report in an abundance of caution.